Event description:
It was reported patient's ipg was getting hot periodically and was causing patient discomfort. As a result, patient underwent surgical intervention wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.